Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.

Event description:
The customer called reporting that he had a delay in treatment due to readings on his xceed meter and was treated by paramedics and taken to ER where he was given some orange juice. The customer stated that he had been diagnosed with hyperglycemia for the first time 2 days ago and has been using the meter for the last two days. At the time of the event no diagnosis was made.